Manufacturer narrative:
Operator of device: patient/consumer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Unable to confirm customer problem, no problems were found with the pump or air alarming. In the event log air alarm were found but during the test, the pump passed all tests and was found to be operating properly. The root cause cannot be established as no fault was found. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that a pump had an air alarm issue. No patient injury was reported.